Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have moved with open heart surgery. The lead had loss of sensing from 2.3 millivolts (mv) to 0.3 mv p-waves and thresholds went up from 1.5 mv at 0.4 milliseconds (ms) to 3.4 mv at 1.0 ms. Additional information received indicated that the amplitude was increased to give the patient a safety margin if pacing was required. Furthermore, the field representative did not know if the position was confirmed through x-ray. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.